Manufacturer narrative:
Device evaluated by MFR. Synergy xd mr us 2.25 x 20mm stent delivery system (sds); catheter was returned for analysis. A visual, tactile examination identified multiple kinking along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination identified multiple kinking along the length of the hypotube shaft. Further microscopic examinations identified a break in the lasercut region. The break was located approximately 13cm proximal from the guidewire exchange port. Both sections of the break were held together in the midshaft extrusion. A microscopic examination of the balloon identified no damage. There were traces of contrast media present inside the balloon. A microscopic examination of the bumper tip showed no signs of distal tip damage.

Event description:
It was reported that removal difficulty occurred and the patient experienced arrhythmia. The 100% occluded target lesion was located in the mildly tortuous and non-calcified obtuse marginal branch. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. The stent was deployed, however, upon pulling negative, the balloon appeared to be stuck on the stent. The balloon was reinflated at low atmospheres and deflated slowly walking down the pressure. The balloon remained stuck to the stent even after multiple negatives pulled on stent delivery system (sds). The physician also attempted to push balloon forward and backward, however, the balloon remained stuck. A buddy wire was advanced to sds, but still there was no change. Subsequently, a guide advanced over the system to location of stuck stent balloon, balloon then pulled back and into guide and removed intact. Patient then became unstable. Repeat balloon inflations with a new balloon to stent were performed. Many attempts to remove the stent balloon possibly led to thrombosis and the patient experienced arrhythmia. In the physician's opinion, the device or procedure contributed to patient complications which led for repeat percutaneous coronary intervention (pci). No further patient complications were reported and the issue is ongoing.

Event description:
It was reported that removal difficulty occurred and the patient experienced arrhythmia. The 100% occluded target lesion was located in the mildly tortuous and non-calcified obtuse marginal branch. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. The stent was deployed, however, upon pulling negative, the balloon appeared to be stuck on the stent. The balloon was reinflated at low atmospheres and deflated slowly walking down the pressure. The balloon remained stuck to the stent even after multiple negatives pulled on stent delivery system (sds). The physician also attempted to push balloon forward and backward, however, the balloon remained stuck. A buddy wire was advanced to sds, but still there was no change. Subsequently, a guide advanced over the system to location of stuck stent balloon, balloon then pulled back and into guide and removed intact. Patient then became unstable. Repeat balloon inflations with a new balloon to stent were performed. Many attempts to remove the stent balloon possibly led to thrombosis and the patient experienced arrhythmia. In the physician's opinion, the device or procedure contributed to patient complications which led for repeat percutaneous coronary intervention (pci). No further patient complications were reported and the issue is ongoing.